Manufacturer narrative:
The albumin reagent lot number is 817734 and the expiration date was not provided. A field service engineer (fse) determined that there were some mechanical problems with the sample arm and replaced it. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable albumin result from the cobas 6000 c501 module. The initial result was 85.3 mg/l, and the repeat result on a different c501 was 6 mg/l. The questionable result was repeated because it did not match the patient's condition and the result was not released outside of the lab.